Event description:
It was reported that the infusion pump was replaced. The patient had been receiving 4000 mcg/ml baclofen, 1975 mcg/day. Prior to replacement, a catheter dye study was done only because of the high daily dose. The catheter appeared patent and was not replaced. When the catheter was disconnected from the old pump, drug dripped from the catheter; 1-2 ml of drug was easily aspirated from the catheter. The surgeon commented that there was no indication that drug had accumulated in the pocket. To program the new pump, the daily dose was decreased to 1600 mcg/day, using a 2000 mcg/ml concentration per surgeon consultation with the refill physician. This was done while in the or. The manufacturer representative checked the concentration, daily dose, and catheter prime three times before the physician programmed the pump. The values were rechecked after printing out programming to include in the patient's chart. The pump was discarded by the or staff. Early the morning after her replacement the patient's oxygen saturation level was down to 70%. The patient was intubated and the medication was dosage was decreased to minimum rate (96 mcg/day). The hcp reported that the patient perked up soon after the dose was decreased and the patient was able to be extubated. Later the patient experienced increased tone and the hcp increased the patient's dose to 500 mcg/day. When the patient still had some residual stiffness the dose was increased to 700 mcg/day. No device troubleshooting was performed. The patient recovered without sequela.